Event description:
It was reported the lead was explanted due to externalized conductor.

Manufacturer narrative:
No medwatch form was received. A partial lead with the proximal portion measuring 23.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.